Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received and inappropriate shock. Review of device data noted multiple instances of oversensing of noise and low amplitude measurements causing both treated and untreated episodes. Testing of different vectors revealed both the secondary and alternate as unacceptable programming options. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. There was a noisy episode in the device memory, however this noise was consistent with sense b artifact which was likely caused from a fractured electrode. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received and inappropriate shock. Review of device data noted multiple instances of oversensing of noise and low amplitude measurements causing both treated and untreated episodes. Testing of different vectors revealed both the secondary and alternate as unacceptable programming options. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.